Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and adjusted the barcode reader position over the secondary rack in the problem area of the pipetter assembly. The instrument was inspected, tested without further problem, and returned to service.